Manufacturer narrative:
Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump; model #: m-5491-02; serial #: (B)(4). Lasso navigational variable eco catheter; model #: d-1343-02-s; lot #: 15940400l. Soundstar catheter; model #: m-5723-05; lot #: s1100388. Distributed - mobicath sheath; model #: d-1400-10; lot #: w2579528. (B)(4).

Event description:
It was reported during a paroxysmal atrial fibrillation (afib) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an intracardiac echocardiography (ice). A pericardiocentesis was performed. It was unknown how much fluid was removed. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. The event was not life threatening. The event did not result in the impairment of a body function or damage to a body structure. Toward the end of the procedure while ablating the right pulmonary veins, the physician noticed a slight decrease in the patient¿s blood pressure. He manipulated the ice catheter and noticed a possible pericardial effusion. He then finished the procedure and noticed the pericardial effusion became larger. They decided to obtain a pericardial access and insert a pericardial drain. There were no other factors that might have contributed to the tamponade. It was the first time for this physician to use a deflectable sheath. It was difficult to maneuver. The physician did not notice any abnormal signals. The rf generator was set to ¿power-control¿ mode at 20-35 watts. The temperature cut-off setting was 38 degrees celsius. The flow setting was set to 8ml or 15ml depending on the power setting. A mobicath from biosense webster was used. The act was maintained at 300-350. The patient required a longer hospitalization stay. The patient was discharged four days after the event. The outcome of the adverse event was that the patient improved. The physician¿s opinion regarding the causality of the adverse event was that it was device related and procedure related. The physician did not consider the event¿s causality was due to any malfunction of a bwi product.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Received additional information on may 16, 2014 stating that the product for this complaint was disposed of. Therefore, the product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).